Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown amplatzer amulet was implanted using an unknown delivery system. During a follow-up transesophageal echocardiogram (tee), the physician observed the presence of a thrombus on the amulet disc. The patient was subsequently placed on oral anticoagulation therapy. No additional information was provided.

Manufacturer narrative:
An event of event of a patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported thrombus could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 12f amulet delivery system. During the procedure, the patient¿s activated clotting time (act) was reported to be 276 seconds, and heparin was administered and no threads were observed during the procedure. On (B)(6) 2025, during a follow-up transesophageal echocardiogram (tee), the physician observed the presence of a thrombus on the amulet disc. The thrombus was described as an organized thrombus on the disc and was not unusual in shape or ¿fiber-like.¿ the patient was subsequently placed on oral anticoagulation therapy, and the patient had been prescribed anticoagulation. The delivery sheath was not reused with multiple amulet occluders, and the occluder was not fully resheathed for continued use during the procedure. The sheath was also not kept in the patient for a significant period of time. No additional information was provided.